Manufacturer narrative:
The pump passed the active current measurement, sleep current measurement and self test. All buttons functioning properly. No blank display, pump error 23 alarm and stuck button alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) have abnormal behavior. No alarms or alerts noted during testing; however, in the pump history found: power loss alarm on 10/05/2025 at 20:02:44.000 multiple failed batt/battery failed alarm 10/05/2025 from 19:22:40.000 until 19:36:16.000 stuck button alarm on 10/05/2025 at 19:20:45.000 pump error 23 alarm on 10/05/2025 at 20:01:33.000 multiple pump error 43 alarm on 10/06/2025 from 10:15:50.000 until 10:26:33.000 multiple pump error 37 alarm on 10/06/2025 from 10:30:19.000 until 12:17:23.000 pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no pump error 23 alarm noted. Pump was cut open to perform visual inspection and found¿moisture damage¿on the da1, r17, r26 and r27/pcba 1 and corroded motor home switch. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Blank display not confirmed. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file due to moisture damage on da1, r17, r26 and r27/pcba 1. Pump error 23 alarm was recorded in the pump history, however, pump error 23 alarm was not confirmed during testing. Pump error 43 and 37 alarm confirmed in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 23 (post-reset ram crc alarm) and a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for display issues and the customer received a blank display. Troubleshooting was performed for the keypad anomaly, and the customer reported that the pump was not exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device will be returned.